Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, s-t changes on the electrocardiogram (ECG) and hypotension were noted. Cath lab procedure confirmed decreased flow to the left coronary artery due to the corevalve pushing the native leaflet into the left coronary sinus, partially obstructing the left main ostium. The corevalve itself was not directly impacting the left coronary artery. A coronary stent was placed in the left main coronary ostium. No other adverse patient effects were reported.

Manufacturer narrative:
Subsequently the angiographic record and the clinical executive summary report were provided for review. The angio showed the patient had small aortic root anatomy and the valve did not appear to be fully expanded (the valve was cylindrical in shape). The patient has a small sinus of valsalva (sov), a 23 millimeter (mm) annulus, and the left coronary artery takeoff is 1 mm from the bottom. The angiographic record confirmed the complaint as the record begins with the implanted valve and a left coronary occlusion, and shows a left coronary intervention to resolve the occlusion. The decreased flow was noted as due to the device pushing the native leaflet into the left coronary sinus; this appeared to be due to patient anatomy and implant technique and does not indicate a device failure or malfunction. The sizing information in the summary shows that a smaller size valve may have been the more appropriate size valve to implant. It is unknown why this size valve was chosen for implant. The patient's small anatomy with the small sov likely contributed to the native leaflet filling the left coronary sinus and occluding the artery. The valve¿s device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The angiographic procedural films have been requested but not received. Should additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.